Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer experienced symptoms described as ¿could no longer control hands,¿ cold sweat, dizziness, and was provided juice by the spouse. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with sensor patch or adhesive. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer experienced symptoms described as ¿could no longer control hands,¿ cold sweat, dizziness, and was provided juice by the spouse. No further information was reported. There was no report of death or permanent injury associated with this event.